Event description:
It was reported that the patient passed away due to vasoplegia with multi-organ failure. There were no issues with the device and the outcome was not considered to be device or therapy related. An autopsy was not performed.

Manufacturer narrative:
Multi-organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas, serial number (B)(6), and the reported events of vasoplegia and multi-organ failure could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), lists multiple organ failures/dysfunctions and death as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.